Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulmonary vein isolation (pvi) procedure a farawave pulsed field ablation catheter was selected for use. The guidewire lumen detached from the distal tip of the catheter during a deployment test, causing the catheter array to jump back to the neutral position with the slider switch fully back. Deployment of the catheter to the basket or flower shape was no longer possible. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.